Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender and pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported leak. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during therapy the intra-aortic balloon (iab) ruptured in intensive care unit (ICU) shortly after patient transport to ICU from operating room. The rupture caused blood back to the pneumatic module of the iab pump (iabp). The iabp was serviced by the field service technician and was cleared for use. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during therapy the intra-aortic balloon (iab) ruptured in intensive care unit (ICU) shortly after patient transport to ICU from operating room. The rupture caused blood back to the pneumatic module of the iab pump (iabp). The iabp was serviced by the field service technician and was cleared for use. There was no reported injury to the patient.